Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): UDI is unknown, as serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: exact date unknown, best estimate (B)(6) 2019. If explanted, give date: not applicable, lens remains implanted in the eye. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Additionally, a serial number was not provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a (B)(6) year-old male, years after rk (radial keratotomy), with normal k readings, deemed a candidate for and was implanted with a symfony intraocular lens (iol) in (B)(6) 2019. It was an uneventful flacs (femtosecond-laser-assisted cataract surgery) with a model zxr00. Initially good post op course with only complication, a mild rk wound leak which sealed by itself. Visual acuity: 20/25. Within weeks, patient developed a mild, lateral inferior decentration of the iol but stable without pseudophacodonesis. Shortly thereafter, in (B)(6), he developed capsular opacity and had an uneventful yag laser capsulotomy. Post-op vision unsatisfactory, especially at near. Visual acuity: 20/25. Patient returned (B)(6) 2019, with worsening vision, 20/30, further temporal decentration, and iris transillumination defects. Anterior oct (optical coherence tomography) revealed marked tilt in iol, compatible with haptic escape from capsular bag. Could not determine if anterior capsule is intact. With pupil undilated, central ring is almost totally obscured by iris. The surgeon indicated a need to reposition the lens; however, in doing so, posterior dislocation is a risk and it may be better to exchange for a sulcus fixation of a three-piece multifocal lens. The patient will be seen by a cornea specialist in (B)(6) 2019. The lens remains implanted. Through follow-up with the surgeon additional information was provided. The patient was status post rk, american incision (long) was used, he then placed an unplanned suture. At one-day post-op vision was great. A later follow-up exam revealed capsular opacification, lens was off center .5 to 1 centimeter. A laser procedure was performed, no issues. Patient had his 2nd eye done, no issues. At follow-up the initial lens was 3-4 cm off center. Patient had an anterior iris transluminal defect and the lens was dislocated. Because of the laser, there may not be a bag anymore. Patient also has iris chafe and induced astigmatism. Patient has a follow-up appointment with a local cornea physician. The surgeon stated this has nothing to do with the lens; but is a patient anatomy issue. No further information was provided.